Event description:
Boston scientific received information that this patient with a right ventricular (rv) lead experienced little syncopes. Upon checking, low pacing impedance measurements were observed. The device was reprogrammed but the physician finally decided to replace the lead. Additional information reported that there was no connection issue between the device and lead; however, a lead damage was suspected. The lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed an extended helix with dried body tissue entwined in it. There was also dried blood past the helix mechanism up through the lumen. The insulation between the helix housing and anode ring was stretched. A resistance test was completed to assess lead electrical performance which produced normal results. Analysis was unable to confirm the allegation against the lead and concluded that the lead damage at the tip most likely occurred during explant.